Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was found to have failed to sense, and high capture thresholds and out of range impedance was also found on the rv lead, even after repositioning the rv lead. Malfunction was alleged on the rv lead. The rv lead was not used and another rv lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The lead was returned with reported events of no sensing, inadequate capture and high lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into test ICD device as well as insertion testing into a test is4 connector sleeve. Dimensional analysis of the connector was within product specification.